Event description:
It was reported that the device went into back up vvi reset mode after delivering inappropriate hv therapies. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of backup vvi mode was confirmed upon interrogation of the device. It is believed that the cause of the backup vvi mode was numerous high voltage charges within a short period of time as the patient had a lot of tachy episodes. The device was tested on the bench and using automated test equipment and no anomalies were found.